Event description:
It was reported that the customer intentionally administered multiple boluses; however, it was too much insulin for the customer's needs. Subsequently, customer's blood glucose (bg) level decreased to 36-54 mg/dl. Reportedly, customer had other health issues but it was not confirmed. The customer was hospitalized; details were not provided. The customer declined to provide further information regarding the event.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. The event date listed on b3 is reflective of the time zone of the country of the event.